Manufacturer narrative:
It is unknown at this time if the device will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the replacement of this device, the terminal pin for the right ventricular (rv) lead separated from the lead body when it was pulled out of the header. The lead exhibited insulation damage and was not capable of measuring impedance. This device and lead was successfully replaced. No adverse patient effects reported.